Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The two additional proglide devices are filed under separate medwatch report numbers.

Event description:
It was reported that a venous closure of the left and right common femoral vein was attempted with three proglide devices after an electrophysiology ablation interventional procedure using an 8f sheath on the right side and a 7f and 9f on the left side. Reportedly, one proglide device failed on the right side and two proglide devices failed on the left side as all of the sutures were pulled out of the body. The knots for all three were intact and formed. A new proglide device was used to achieve hemostasis on each side. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported malposition was not confirmed. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.